Event description:
Patient reported right side rupture, and anxiety due to implant recall. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, yellow particles, crease flat and the device was found to be underweight. A microscopic analysis was performed which identified a sharp(edge) opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on the posterior due to an unidentified (tear) opening. Additional, corrected, and/or changed data: d.10, h.3, h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, and anxiety due to implant recall. Device was explanted.